Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of the event and hospitalization were not reported. It was reported the patient received unspecified treatment for a week. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.